Event description:
A distributor in france reported a malfunction involving a failure alarm that occurred on (B)(6) 2025. There was no reported impact on the customer's blood glucose level. The distributor is waiting for the pump's return to check it, and there is no additional information regarding corrective actions or outcomes.